Manufacturer narrative:
Device (B)(4) relates to component (B)(4). (B)(4).

Event description:
It was reported that during a filter implantation procedure, the filter deployed prematurely. The intended target location was located in the inferior vena cava. While advancing the stainless steel greenfield vena cava filter through its sheath, the filter deployed prior to activating the release mechanism. Upon deployment, the filter was part way in the sheath and part way in the patient's vessel. The physician utilized one of the dilators to push the filter out of the sheath. The physician did not want to use contrast as the patient was in renal failure, but needed to in order to confirm the filter was in the correct position. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the introducer catheter, rotavalve sheath & blue braided sheath were returned. Blood was noted on the rotavalve and the introducer sheath. The rotavalve was not connected to the introducer sheath and the filter was not inserted in the capsule. The lengths of the blue braided sheath, plastic capsule and the introducer sheath met specifications and no anomalies were noted. Analysis of the introducer catheter revealed the paper safety sleeve was in place around the catheter handle and the trigger (thumb switch) had not been unlocked or moved down the deployment track. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a filter implantation procedure, the filter deployed prematurely. The intended target location was located in the inferior vena cava. While advancing the stainless steel greenfield vena cava filter through its sheath, the filter deployed prior to activating the release mechanism. Upon deployment, the filter was part way in the sheath and part way in the patient's vessel. The physician utilized one of the dilators to push the filter out of the sheath. The physician did not want to use contrast as the patient was in renal failure, but needed to in order to confirm the filter was in the correct position. There were no patient complications reported and the patient's status is ok.